Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during knot advancement, the knot wouldn't advance as the vessel was heavily calcified. A non-abbott device and manual compression were applied to achieve hemostasis. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4) - pt selection (heavily calcified artery). The customer reported the device was discarded. Without device analysis, a cause for the reported experience could not be determined. However, the device was used in a heavily calcified artery and as per the instructions for use, it states that the safety and effectiveness of the proglide has not been established in the following populations: pts with femoral artery calcium, which is fluoroscopically visible at the access site. A review of the device lot history record could not be performed as the lot number was not provided.